Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The cane assembly was returned for evaluation, and subsequent testing verified the complaint. The cane was bent. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Left cane was bent.